Event description:
Additional information was received stating that the event was a delay in starting surgical procedure, the supervision was necessary following this event. The customer became aware of this event as it was reported by collaborators. The problem occurred with the procedure in progress, estimated time of approximately 30 minutes onwards. The programming entered for the infusion was insertion of the needle and device and almost immediate infusion. The infused therapy was hydrating electrolytes and drugs for anesthetic induction, no chemotherapy. The infusion therapies and device were replaced. The blood loss or backflow were not significant due to early interception. The patient's condition before and after the event was stable.

Event description:
The event involved a check valve with male/female luer lock where the customer reported " ¿it is placed on the cvp, the anti-reflux cap which makes the blood to flow out." The customer has sated that the device was replaced. It was initial use of the device. There was patient involvement, but there was no adverse outcome reported as a consequence of this event. The customer reported "d.l. Vo 46/97." Ministry of health registration code is 514368. Cnd number is a07050202.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Contact telephone (B)(6).